Event description:
It was reported that during an unk procedure, after that the stapler was reloaded, the device didn't apply the rows of staples. No adverse reaction pt's consequences.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.